Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has sternal wound necrosis and dehiscence requiring wound vac and multiple courses of antibiotics. The patient was treated with surgery and changes to medication. It was reported that the patient had positive polymerase chain reaction (pcr) testing indicating clostridioses difficile. Changes to patient medication were made and the patient was given oral antibiotics. The event reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient had poor wound healing and fat necrosis. The patient's wound culture revealed enterobacter cloacae. The patient was treated with antibiotics (parenteral) and wound vac was used.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (wound dehiscence and infection) could not be conclusively determined through this investigation. The account communicated that the patient had noted sternal wound necrosis and dehiscence on (B)(6) 2018. A wound culture was obtained and revealed the presence of enterobacter cloacae, which required a wound vacuum procedure and multiple courses of unspecified antibiotics. On (B)(6) 2018 the patient received a positive polymerase chain reaction test, indicating a clostridium difficile infection. This was treated with unspecified changes to the patient¿s medications and oral antibiotics. The event reportedly resolved on (B)(6) 2018 and the patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until they expired on (B)(6) 2018. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2018. The heartmate 3 left ventricular assist system instructions for use lists wound dehiscence and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.